Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to pocket infection. Reportedly, a bioenvelope was used during a pocket revision. There was no additional adverse patient effects were reported. This ICD was explanted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to pocket infection. Reportedly, a bioenvelope was used during a pocket revision. There was no additional adverse patient effects were reported. This ICD was explanted. Additional information indicated that the ICD remains in service. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This supplemental is being filed to capture d6b: explant date and h6: impact code.